Event description:
During review of the event history log, system error 105 was observed. This suggests a device malfunction. An y patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed a system error 105 through review of the event history log. During the device evaluation, it was found that the motor had failed. It was determined that the system error was caused by the failed motor, and the motor has been replaced.